Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (2 mg/ml at 0.225 mg/day) via an implanted pump for an unknown indication for use. It was reported that for the last year the patient stated they experienced suboptimal pain relief from their pump. They reported that they were doing well for the first year and a half that their pump was implanted but then it stopped helping shortly after they had knee surgery about one year ago. The patient did state they had multiple falls (dates unknown) since the device was implanted due to history of drop foot. Despite having suboptimal pain relief, the patient still continues to have their pump filled and denies any history of volume discrepancies. The patient also reported that they have had at least two dose increases but still has not noticed any improvement. It was reported that the patient was brought to the clinic for a planned catheter access study/dye study. They attempted to aspirate from the catheter port on multiple attempts using both needles that were provided from the kit but they were unable to aspirate enough fluid that would be consistent with clearing the total volume of the intrathecal catheter. There was no return of cerebrospinal fluid (csf). The procedure was then aborted. The hcp also reported that they recently obtained plain film x-rays of the thoracic spine which demonstrated that the catheter tip was at t9. The hcp would refer the patient to their original implanting physician to discuss possible catheter revision. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown. Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the cause inability to aspirate was unknown. Action: a catheter revision was not scheduled yet. It was reported that the patient was going to take some time to think about whether or not to have the catheter revised versus pump explanted. The issue was not resolved yet and the issue was still ongoing as no further interventions have been taken.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the catheter was aspirated and was unable to get flow, so the catheter was replaced on (B)(6) 2024. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available. The pump was used to deliver unknown morphine 500mcg/ml at a dose of "50mcg".